Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on multiple, occasions the customer experienced blood glucose (bg) levels ranging from 302 to over 400's (mg/dl). Reportedly, the contact alleged that the pump was delivering inaccurate amounts of insulin and the bolus dosing was incorrect based off the entries being programmed. A bolus with the pump and a manual injection was administered to address bg level. In addition, the contact reported that the customer experienced low bg levels; however, was unable to provide bg values. Reportedly, the suspected cause of bg level was due to the pump settings. Although requested by tandem technical support, the contact declined to perform troubleshooting. The contact reported that no alerts or alarms had occurred and that the pump was delivering insulin as intended; however, maintained belief that the recommended pump calculations were incorrect.

Event description:
During a follow-up call on (B)(6) 2017, the contact reported that the initial belief that inaccurate dosing's were being calculated by the pump was incorrect. Reportedly, the contact believes that blood glucose (bg) levels ranging from 302 (mg/dl) to over 400 (mg/dl) were due to the pump delivering insulin slowly over long periods of time instead of delivering the boluses within minutes. The clinical diabetes specialist was unable to identify any issues with the pump. Reportedly, the customer continued using the pump for insulin therapy.